Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00206. The date of that submission was 08-apr-2025. H3: one used cassette was received. Visual inspection of the returned product showed no damage or anomalies. Functional testing was performed and a tear on the seam of the bag was observed. The customer reported issue was confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. A definite cause could not be determined. Root cause analysis is being addressed under further investigation.

Event description:
It was reported that there was a leaking 100ml cadd cassette. There was patient involvement, and no patient harm adverse event reported.